Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable drug infusion pump. The pump was delivering gablofen (baclofen) at a concentration of 2,000 mcg/ml and a dosage of 250 mcg/day for the patient with cerebral palsy. It was reported that the physician was unable to aspirate from the catheter access port (cap). There was surgical intervention and the pump was replaced due to it having 5 months of elective replacement indicator (eri). There was not good return of drug/csf until the sutureless connector was removed from the pump. There was an unexpected speck of material in the opening of the connector. It was unclear whether the speck prohibited the physician from being able to aspirate from the cap. After the pump was replaced, and a new sutureless connector was used, there was no problem aspirating directly from the cap. The surgeon cut the catheter open and there was no other material noted in the 7.6 centimeter segment that had been replaced. There were no patient symptoms reported, and the baclofen therapy was effective, both before the pump replacement and after. The patient was alive and without injury. The patient had been doing well since the pump replacement and it was reported that the issue had been resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.